Event description:
According to the reporter, during greater omentum mobilization procedure, the device had insufficient sealing although energy output and sealing completion sound were confirmed. It bled after dissection with the knife. A preoperative chemotherapy was performed up to (B)(6) and felt that the water content of the tissue was high. It was explained that the seal may take a long time in case the water content and adipose tissue was high. It was explained that the jaw should be cleaned well, that the tissue should not be too clamped in the jaw, and that the bleeding should be stopped with a double seal. It was carried out, but the sealing effect was weak, so it was replaced with a new one. No seal problems. There was a lot of dirt adhered on the jaw region and it was cleaned every time it got dirty. The seal malfunctioned after 2nd to 3rd time. The device was also connected to a generator.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found build up of eschar in the knife track and shaft. Functional testing noted that the build up was cleaned and the device was working properly. More frequent cleaning of the jaws could have prevented build up of eschar. The mechanical function of the device's jaw opening and closing was functioning properly. The weld integrity and the device's tactile were inspected and were found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline-soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device¿s sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. No electrical or wiring issues were found. It was reported that the device stopped working. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that there was partial seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.